Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic/pelvic') and genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping, (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (as written) (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury. Discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2006 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event pelvic pain made incident. Device category changed from device other event to incident. Events added from pfs- abdominal pain, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury. Outcome of event pelvic pain were updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic/pelvic') in an adult female patient who had essure (ess205) (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, uterine bleeding and insomnia. Concomitant products included colecalciferol (vitamin d3), levothyroxine, nsaids, paracetamol (acetaminophen) and zolpidem. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2006, the patient experienced depression ("psych injury, psychological or psychiatric problems condition:depression") and anxiety ("psych injury, psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed."), abdominal pain ("abdominal pain") and endometriosis ("other injury (ies) or complication please describe: chronic endometriosis."). The patient was treated with surgery (hyst. (Full), salping, (bilateral)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety and endometriosis had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pelvic/abdominal, chronic, dysmenorrhea (as written) (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal. Bleed, psych injury. Discrepancy noted in date of insertion (B)(6)2013 (summons) and (B)(6)2006 (pfs), (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded total bilateral occlusion. Pathology test - on (B)(6)2018: uterus, cervix and bilateral fallopian tubes (total abdominal hysterectomy): unremarkable uterine cervix. Benign proliferative phase endometrium. Focal superficial adenomyosis. Leiomyoma. Unremarkable fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic/pelvic') and genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure (ess205) (batch no. 624484) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, uterine bleeding and insomnia. Concomitant products included colecalciferol (vitamin d3), levothyroxine, nsaids, paracetamol (acetaminophen) and zolpidem. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced depression ("psych injury, psychological or psychiatric problems condition:depression") and anxiety ("psych injury, psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and endometriosis ("other injury (ies) or complication please describe: chronic endometriosis."). The patient was treated with surgery (hyst. (Full), salping, (bilateral)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety and endometriosis had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pelvic/abdominal, chronic, dysmennorhea (as written) (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury. Discrepancy noted in date of insertion (B)(6)2013 (summons) and (B)(6)2006 (pfs), (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded total bilateral occlusion. Pathology test - on(B)(6)2018: uterus, cervix and bilateral fallopian tubes (total abdominal hysterectomy): - unremarkable uterine cervix. - benign proliferative phase endometrium. - focal superficial adenomyosis. - leiomyoma. - unremarkable fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, endometritis most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received lot number was added. Medical history and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic/pelvic') and genital haemorrhage ('gen. Abnorm. Bleed.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism and uterine bleeding. Concomitant products included colecalciferol (vitamin d3) and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced depression ("psych injury, psychological or psychiatric problems condition:depression") and anxiety ("psych injury, psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and endometriosis ("other injury (ies) or complication please describe: chronic endometriosis."). The patient was treated with surgery (hyst. (Full), salping, (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety and endometriosis had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for pelvic/abdominal, chronic, dysmennorhea (as written) (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, psych injury. Discrepancy noted in date of insertion (B)(6) 2013 (summons) and (B)(6) 2006 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix and bilateral fallopian tubes (total abdominal hysterectomy): unremarkable uterine cervix. Benign proliferative phase endometrium. Focal superficial adenomyosis. Leiomyoma. Unremarkable fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, endometritis quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: events "abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, chronic endometriosis" were added. Outcome of events "abnormal bleeding (vaginal), psychological or psychiatric problems condition. Concomitant drug, medical history and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.